Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID : 3888-28, lot# l44665, implanted: (B)(6) 1997, product type: lead .

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reported that her stimulator has "gone crazy". The patient states that she will have her stim set on a certain number and then it randomly "shoots really high" to the point where they can hardly move. The patient states that they have decreased stimulation for a period of time, then yesterday increased it to "3"and it suddenly shot up to "5 and 6". It was noted that this issue has gotten increasingly worse and they have tried everything (ex. Trying different settings) to resolve the issue. The patient states that she has been in pulmonary rehab and was afraid that she may have injured herself and pulled a lead while doing an exercise because her pain level is at a 10 and its unbearable. The patient was instructed to follow up with their health care provider for support. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient met with the manufacturer representative who did an excellent job of solving the problem. Patient did not see the physician. Patient reported that they were never properly taught on how to use the programmer. No further complications were reported/anticipated.